Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 300 mg/dl, 400 mg/dl and 500mg/dl at the time of the incident. The customer¿s current blood glucose level was 444 mg/dl. High blood glucose level of the customer was treated with the insulin pump. The customer reported the issue with the breathing and they had asthma. The customer also reported that the insulin pump had a blank display but they also stated that the display returned. The customer did not allege the pump for under delivery. The drive support cap appears normal. The customer also reported that the insulin pump had a no delivery alarm and it was also stated that the no delivery alarm was resolved. The insulin pump will not be returned for the analysis.